Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 525 mg/dl. Cause of elevated bg level was unknown. Bg was treated with an unspecified insulin treatment. Reportedly, customer left the ER an hour later with customer in stable condition (bg 245 mg/dl).